Manufacturer narrative:
The device was not explanted. The manufacturing records were reviewed and no nonconformities were found.

Event description:
It was reported to nevro that a patient had a heart attack nearly two weeks after the implant procedure. The patient was admitted to the hospital for workup and the physician does not believe that the heart attack was device-related. Follow-up report indicated that the patient is doing well and is currently working through therapy optimization to obtain optimum pain relief.